Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) which was included in the shortened replacement window advisory april 2007 population product advisory was initially communicated on 4/5/2007, was in storage mode upon interrogation. The patient presented to the clinic with a heart rate in the 20's. Elective replacement indicator (eri) had been reached approximately nine months prior. The device was explanted and successfully replaced. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Additional information received indicated that this device will not be returned for analysis as it was discarded by the hospital staff.

Manufacturer narrative:
At this time the device has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this event will be reopened.